Manufacturer narrative:
Unable to prime during the prime test due to a loose drive support disk. Also, the insulin pump had a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not priming or rewinding properly. Advised that the insulin pump would be replaced. Nothing further was reported.